Event description:
A report was received that the patient felt warmth and had swelling around the ipg site. The physician prescribed the patient oral antibiotics. The patient did not have an infection and the symptoms have subsided.